Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that a one touch ultra 2 meter was reading inaccurately. The pt is supposed to be testing her blood glucose twice a day. The pt admitted, however, that she typically tests once a week to once a day if she feels as though her blood glucose level is under control. The pt reportedly tests only twice a day if she feels that she needs to pay closer attention to her blood glucose level. The pt manages her diabetes with metformin and januvia. She does not adjust her medications based on her meter readings. The pt indicated that the alleged issue started on an unspecified date/time in late (B) (6) 2010. Before the alleged issue began, the pt claimed that she was getting "normal readings" between "4.0 and 8.0 mmol/l." At an unspecified time during the beginning of (B) (6) 2010, the pt claimed that she developed symptoms of thirst, headaches, dizziness, and frequent trips to the washroom. While she was symptomatic, the pt claimed that she continued to get "normal readings" between "4.0 and 8.0 mmol/l." Due to the symptoms, the pt began to consume less food/drinks. On an unk date/time during the middle of (B) (6) 2010, the pt claimed that she had a doctor's office visit. Although the pt denied that her blood glucose was tested on another device during the time of concern, she claimed that a doctor prescribed januvia based on her "a1c" result. During the time of concern, the pt was unaware that she was using expired test strips. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began. The pt's lfs meter readings do not correlate with her symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.